Event description:
From staff: multiple gyn procedures on pt. Nearing end of case, only uterine ablation left to do. Turned on nova-sure, opened disposable hand piece and tubing, gave to scrub and plugged in and turned on machine. This rn found that it had been too long and I didn't recall what to do with attached non-sterile package found once disposable opened. Charge nurse told me to call team leader/float. Float came into room and attached filter in non-sterile package to tubing. Surgeon gave dimensions to put into machine. Enable button pressed. Foot pedal activated. Machine did nothing. Float called in another team leader. Other team leader opened new disposable box and turned machine on and off. I at this point called the sales person whose card is on front of machine. He walked me through the process of getting machine to work. We have done everything he described. Team leader called another nurse into room who changed the co2 cartridge in back. This did nothing to help. Video chat to assistant manager who is gyn team leader, she went through steps and is unable to tell us why machine will not work. From 1350-1415 we attempted to get this machine to work. Surgeon was very unhappy. From op report: I performed a sharp curetting with retrieval of scant material and I inserted the novasure device. This was deployed with a width of about 2 cm and I was unable also to test the device. Because nonfunctioning, a 2nd device was obtained and still this was not deployable. For this reason, I felt then the procedure should be aborted and I removed all instruments from the patient's vagina and uterus. The patient at this time was not bleeding. She had been given 2 g of ancef intraoperatively and the specimen as endometrium, fallopian tubes, and right ovary was sent routine. All instrument, lap, and needle counts were correct x2. The patient was awakened and brought back in stable condition to the recovery room.